Manufacturer narrative:
(B)(4). The device was returned to baxter and is currently awaiting evaluation. A follow-up report will be filed upon completion of the evaluation or if any additional details become available. A 510k number will not be provided in the emdr as this product is manufactured for distribution outside of the u.s. And does not have a 510 number. However, it is being reported because it is same as or similar to product distributed within the u.s.

Event description:
It was reported to baxter (B)(4) that a colleague infusion pump experienced a faulty screen; this condition had the potential to interrupt delivery. It is unknown when or in which care area this event occurred. There was no patient involvement; therefore, no patient injury, medical intervention, or adverse reaction is associated with the reported condition. The user interface module master software version is unknown. No additional information is available.

Manufacturer narrative:
(B)(4). The customer's reported condition of a colleague infusion pump with faulty screen was confirmed but not reproduced during evaluation. The cause of the reported condition was determined to be lines on the main display. The main display was replaced to fix the reported condition. This involved a colleague infusion pump with a user interface module master software version 8.11.00. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.